Event description:
The customer reported that: "I am contacting you because our block had a problem on 22/07 with a gamma nail, they did not succeed in locking the distal screw" update (B)(6) 2021. The customer replied: "for this procedure, we used the distal locking ancillary. The surgeon realized that there was a posterior misdirection of the distal locking screw. Impossible to insert the screw even freehand. We did not keep this screw. The operation instead of lasting 15 minutes lasted 1 hour 35 mm. Material breakage: 2 drills. Patient consequence: the patient could not put his foot down for longer time than expected.

Manufacturer narrative:
Please note corrections to section b5 and h6 (component code and health impact code).

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The customer reported that: "I am contacting you because our block had a problem on (B)(6) with a gamma nail, they did not succeed in locking the distal screw" update (B)(6) 2021: the customer replied: "for this procedure, we used the distal locking ancillary. The surgeon realized that there was a posterior misdirection of the distal locking screw. Impossible to insert the screw even freehand. We did not keep this screw. The operation instead of lasting 15 minutes lasted 1 hour 35 mm. Material breakage: 2 drills patient consequence: foot placement delayed by a few weeks